Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced disease complication ("complications"). The patient was treated with surgery. At the time of the report, the hysterectomy and disease complication outcome was unknown. The reporter considered disease complication and hysterectomy to be related to essure. Most recent follow-up information incorporated above includes: on 2-feb-2019: this case is duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced adverse event ("complications"). The patient was treated with surgery. At the time of the report, the hysterectomy and adverse event outcome was unknown. The reporter considered adverse event and hysterectomy to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.